Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified safety shield failure resulting in exposure on (B)(6) 2022. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer a safety shield malfunction that caused a exposure. On (B)(6) event date. Staff member engaged safety with finger and plastic safety went sideways, missing contact with the needle and leaving needle exposed. Customer is reporting safety shield malfunction with product.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-28. H.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the user identified safety shield failure resulting in exposure 2022-09-08. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer a safety shield malfunction that caused a exposure. 09/08 event date staff member engaged safety with finger and plastic safety went sideways, missing contact with the needle and leaving needle exposed. Customer is reporting safety shield malfunction with product.